Event description:
As per the customer's (user facility) complaint, the defibrillator charged and discharged but there was no output through the paddles. The patient did get defibrillated by a different (second) working defibrillator, but still expired. The bio-med tested the unit in the shop, and found that the malfunction was repeatable. The clinician present at the time of the event described the same sequence of events. The clinician was asked if they felt that the mde equipment malfunction contributed to the patient death to which the clinician replied "no, not at all". The clinician stated that a second working defibrillator was used and the patient outcome did not change.